Event description:
The customer observed a single non-reproducible, falsely elevated vitros tropi es result from a patient sample processed on a vitros 3600 immunodiagnostic system. A vitros tropi es result of 0.654 ng/ml vs. Expected results of 0.024 and 0.023 ng/ml was predicted from the sample. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, falsely elevated tropi es result was reported from the laboratory, however; there was no allegation patient harm. A corrected report was not issued to the health care provider. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, falsely elevated vitros trop I es result was obtained from a patient sample processed on the vitros 3600 system. The investigation was unable to determine a definitive assignable cause. The investigation could not determine a definitive root cause. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined.